Event description:
Upon interrogation of the ICD on (B)(6) 2013, the implant memories (aida) had not been reset completely. During the first interrogation, statistics were not available. During the second interrogation, no egms could be reviewed whereas the arrhythmia and therapy history screen confirmed that a ventricular arrhythmia episode (vf) had been treated 2 days before. The physician requested an explanation.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.